Manufacturer narrative:
This report is made based on the results of evaluation completed on 06/15/2011. (B)(6). 2531779-03/24/2010-003-r. During evaluation the force sensor was found to have an intermittent connection at the force sensor pins. A review of the pump history showed that loss of cartridge detection had occured which was not duplicated during testing.

Event description:
During evaluation, an intermittent connection was found at the force sensor pins.